Event description:
A caller reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor and contact support if the time discrepancy persisted. The caller understood and acknowledged the instructions.